Manufacturer narrative:
Device codes: 1069.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown orthopedic procedure on (B)(6) 2019 and the suture was used. During surgery, when tying a suture using an instrument, the broke. The surgeon commented that the way of use was as usual. There were no patient consequences reported.